Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system shut itself down during a surgical procedure. When the system was restarted it displayed an advisory message. The procedure was completed with the same system. There was no patient harm.

Manufacturer narrative:
The customer reported that the system displayed system message (sm) - [lost ac power.] And shut down on its own. When the system was restarted it displayed an advisory message. The procedure was completed with the same system. There was no patient harm. The company service representative examined the system was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on december 10, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).